Event description:
On (B)(6) 2011 a customer reported that she had received low readings on her freestyle lite meter and experienced a loss of consciousness while driving. The customer reported that the medical event happened "around two months ago at 8:00 pm", although she did not remember the exact date. The customer stated paramedics were called; she received treatment with intravenous glucose plus an unspecified injection, and was transported to a health care facility where she was diagnosed with hypoglycemia. She denied any treatment at the health care facility. She further reported she believed her meter was not reading correctly, although she refused to troubleshoot with customer service to provide additional information. There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report wil be submitted once additional information is obtained.